Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 504 mg/dl. The customer was treated for high blood glucose with the pump and syringe and needles. Customer current blood glucose was 333 mg/dl. The customer was explained the 2 high blood glucose rule. The customer was able to perform the high pressure test and alarm no delivery. Customer was advised to discontinue the use of the pump.